Event description:
A male admitted after seen in ER due to reports of internal defibrillator shocks x6 on same day. The preliminary diagnosis was "ICD failure". The pt was later taken to the cardiac cath lab for rv lead fracture and battery replacement for end of life device (ICD). Per cathlab procedure note from cardiologist, the chronic rv lead was capped and placed back in the pocket. Pt tolerated the procedure well. Addendum: not sure implant date (2002) is accurate.